Event description:
74 year old female with pmh (past medical history) of chf (congestive heart failure), a-fib (atrial fibrillation) not on anticoagulation, s/p (status-post) mitral valve repair with recent diagnosis of endocarditis on IV (intravenous) antibiotic therapy, transferred for another facility for cth (computed tomography of the head) finding of left sided intraparenchymal hemorrhage. Patient presented with slurred speech and ams (altered mental status) per the niece upon waking her at 5:50 on (B)(6) 2024. Stroke code was called and cta (computed tomography angiography) demonstrated small vessel coursing into the region of the left occipital lobe parenchymal hemorrhage with a round 3 mm blind-ending pouch, reflective of aneurysm within the hemorrhage. The patient was admitted to the neurosurgical team and was transferred to the ir (interventional radiology) suite for cerebral angiogram and endovascular occlusion of a ruptured cerebral aneurysm. While injecting dye for the angio portion of the procedure, the microcatheter balloon auto-inflated/expanded and ruptured. All material was retrieved and the patient was stabilized. The procedure proceeded without any complications and the patient remains intubated and sedated in the recovery room awaiting a sicu (surgical intensive care unit) bed."wo no: (B)(4)."